Event description:
It was reported that this patient's left hip was revised approximately 2 years post op. Surgeon removed of stem and femoral component. The patient alleged failed prematurely because of degradation of the device¿s polyethylene component which resulted in the premature removal of the prosthesis at issue.

Manufacturer narrative:
D10 concomitants: (B)(6) - 186-01-56 - integrip cc, cluster 56mm,g3, (B)(6) - 130-36-53 - nv gxl linr, ntrl, 36mm ID, group 3 cups, (B)(6) - 170-36-00 - biolox delta femoral head 36mm od, +0mm. H3: the most likely underlying cause for the revision reported is infection and prosthesis wear and a combination of risk factors specified in an hhe. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2024-00023.